Manufacturer narrative:
This report is submitted on july 26, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced magnet dislodgement during a MRI (1.5 tesla) (date not reported), and subsequently the procedure was terminated due to pain. Surgery to reposition the magnet has not been completed as of the date of this report. The patient is being clinically managed by the health care provider.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2018 and the patient was reimplanted with another manufacturer's device. This report is filed on september 19, 2018. (B)(4).